Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The device shut off on (B)(6) 2025 at 7:08 pm due to battery depletion. Prior to shutoff, the system generated appropriate alerts. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to battery depletion; audio alerts had been set to low or off on several occasions, which may have contributed to the user not responding to alarms prior to ilet shut down.

Event description:
On (B)(6) 2025, it was reported that the user had been hospitalized on (B)(6) 2025 with a blood glucose (bg) level of approximately 1200 mg/dl. Attempts to gather further clinical details from the user and caregivers were unsuccessful. No further information regarding the hospitalization is available.